Event description:
Caller reported that the t:slim x2 pump battery would not charge, with attempts to use different cables and adapters failing to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump and instructed the customer on how to handle the faulty device and on using the updated pump, which included guidance on sensor use.